Event description:
During surgery a dispersive electrode was used. The plate was applied on the right thigh. When the dispersive electrode was removed a lesion was discovered under it. The pt was characterized as thin and their skin as dry. Pt is a tumour pt in advanced state. No info on the precise nature of the electrosurgical procedure could be obtained despite of repeated requests for info. No esu safety feature has been used. The lesion was approximately finger sized. The reporter states, that the electrode appeared to have had an unusual amount of gel at the location of the lesion.